Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported that a patient underwent right total hip arthroplasty on (B)(4) 2002. Subsequently, the patient underwent irrigation and debridement as well as the evacuation of a hematoma on (B)(6) 2002. No components were removed during this procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported that a patient underwent right total hip arthroplasty on (B)(6) 2002. Subsequently, the patient underwent irrigation and debridement as well as the evacuation of a hematoma on (B)(6) 2002. No components were removed during this procedure. Additional information received indicates patient alleged squeaking/clunking, but no pain during a (B)(6) 2011 office visit. Patient further reported he underwent a revision procedure on (B)(6) 2013 due to allegations of elevated metal ions, corrosion around the cup and head, muscle and nerve damage, nerve pain, and blindness. Review of invoice history cannot confirm the revision procedure date or which components were removed and replaced.